Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display lens was broken. Analysis found excessive damage due to corrosion and contamination throughout the device. It was noted that the upper case, lower case, display, main printed circuit board, battery flex and heart lead flex were corroded, the battery release, heart block, lead flex cover, battery release o-ring, printed circuit board flex cables, heart wire contacts, battery drawer and battery drawer o-ring were contaminated, both printed circuit board screws were rusted and corroded, the battery contacts were compressed and contaminated, one bail was bent, the ring was missing, and the keyboard window was damaged by the display lens break.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display lens was broken. Analysis found excessive damage due to corrosion and contamination throughout the device. It was noted that the upper case, lower case, display, main printed circuit board, battery flex and heart lead flex were corroded, the battery release, heart block, lead flex cover, battery release o-ring, printed circuit board flex cables, heart wire contacts, battery drawer and battery drawer o-ring were contaminated, both printed circuit board screws were rusted and corroded, the battery contacts were compressed and contaminated, one bail was bent, the ring was missing, and the keyboard window was damaged by the display lens break.

Event description:
It was reported the device has a broken face plate. It was also reported the device screen was broken. The device was returned for repair. There was no patient involvement.